Manufacturer narrative:
The viperwire advance guide wire was returned to csi for analysis. There was a fracture observed at the proximal solder bond. Scanning electron microscopy imaging revealed evidence of fatigue. The root cause of the event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a moderately tortuous, 270 degrees calcified, 90% stenosed left circumflex artery (lcx) lesion. Three low-speed treatments were performed. The first and third treatments were made by pulling technique from the distal to proximal. The second treatment was made by pushing technique from proximal to distal. Optical coherence tomography (oct) imaging was performed followed by an additional three treatments. After the second sequence of treatments, the oct was attempted to be observed by the physician, however, the oct imaging could not be delivered. Cineangiographic imaging revealed a guide wire fracture. The physician successfully snared the fractured tip. The treatment was completed with balloon angioplasty and a stent placement. The patient was in stable condition at the end of the procedure.